Event description:
It was reported that pump insulin gauge displayed amounts different than what customer expected, with repeated fill estimate differences greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer initially worked with technical support to reload cartridge, load new cartridge, and deliver a test bolus to correct fill estimate. No, patient declined troubleshooting further